Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not connecting/recognizing electrode. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: moisture damage 8-way sock assembly : sp generator. Corroded 8 way socket. Missing component vapr sp - dust cover. Minor scratches on the unit. The corroded 8 way socket was replaced and software upgraded to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2021, it was observed that the vapr vue generator device was not connecting/recognizing the electrode. During in-house engineering evaluation, it was determined that the device had a corroded 8 way socket. Another like device was used to complete the procedure with a unspecified insignificant delay. There were no adverse patient consequences reported. No additional information was provided.